Event description:
It was reported that suture placement using three proglide devices was attempted in the common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 8f and the vessel was mildly calcified and moderately tortuous with calcification visible at the access site. Reportedly after pulling back the needles after deployment, the needles were empty or only the white thread was visible with the three proglide devices. A suture retrieval issue had occurred with the three proglide devices. Two additional proglide devices were used to pre-place the sutures using the preclose technique. The sheath was upsized to a 22f and the tavi procedure was successfully completed. Hemostasis was achieved using the two additional pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the common femoral artery. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.